Event description:
The customer received a blood glucose reading of 102mg/dl on the hospital meter, retested on the contour link meter and it read 221mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return the test strips for evaluation. Replacement test strips and meter were sent to the customer.